Manufacturer narrative:
Lot number, manufacture and expiry are not available. Investigation is in process. A follow up report will be provided. Article citation: lopert, p., et.al. The safety and performance of the spectra optia apheresis system platelet depletion protocol in patients with elevated platelet counts. J clin apher.

Event description:
The journal article, 'the safety and performance of the spectra optia apheresis system platelet depletion protocol in patients with elevated platelet counts' details the results from 2 clinical studies, one conducted in the european union (EU) and one in the people's republic of china, assessing the platelet depletion (pltd) procedure on the spectra optia apheresis system. In the EU study, 6 participants experienced a total of 9 adverse events (aes) and in the china study, 44 participants reported a total of 212 aes. In both studies, the majority of aes reported were grade 2 or lower. The article does not detail what, if any medical intervention was required for these events. Exact patient details are not provided in the article, therefore, this report is being provided as a summary of events. The devices are not available for return for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Per investigation into the data in the article, it was determined that all events and safety data were reported to the FDA as required by the study protocol. No further reporting will be provided as this does not represent a reportable event. Article citation: lopert, p., et.al. The safety and performance of the spectra optia apheresis system platelet depletion protocol in patients with elevated platelet counts. J clin apher.

Event description:
The journal article, 'the safety and performance of the spectra optia apheresis system platelet depletion protocol in patients with elevated platelet counts' details the results from 2 clinical studies, one conducted in the european union (EU) and one in the people's republic of china, assessing the platelet depletion (pltd) procedure on the spectra optia apheresis system. In the EU study, 6 participants experienced a total of 9 adverse events (aes) and in the china study, 44 participants reported a total of 212 aes. In both studies, the majority of aes reported were grade 2 or lower. The article does not detail what, if any medical intervention was required for these events. Exact patient details are not provided in the article, therefore, this report is being provided as a summary of events. The devices are not available for return for evaluation.